Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant had reported that a male pt (age and gender unk), underwent a therapeutic procedure for placement of bronchial stent. The ultraflex tracheobronchial stent could not be deployed in the pt's right main bronchus. The pt's anatomy is noted to be moderately tortuous. The undeployed stent was removed and another of the same device was placed successfully. The pt did not sustain any reported complications or ill effects due to the failure to deploy the stent. The device was returned for evaluation. Though the suture did not break during the attempted deployment at time of pt procedure - this event has been amended to reportable status via the medwatch program.

Manufacturer narrative:
The returned stent was fully crocheted on to the device. Visual examination found that the suture thread was frayed and thinner in one area proximal to where the point at which was releasing from the stent. Both the retention suture and the exposed suture thread were discolored in appearance. During analysis, it was possible to retract the suture thread and commence the stent deployment with some restriction being met. During deployment, the suture broke at an area that appeared frayed and thinner. The remaining attached suture thread was then retracted and the stent was deployed. A review of the mfg record for this batch shows that the device met its material, assembly and product specifications at the time of release to distribution.